Event description:
Information received indicates the right head siderail is broken and will not latch.

Manufacturer narrative:
The technician found the siderail swing arm was broken. The technician replaced the siderail to repair the bed.